Event description:
It was reported that a patient underwent three balloon kyphoplasty procedures on (B)(6)2010, (B)(6)2010, and (B)(6)2010. Post procedures, the patient was admitted to the hospital on (B)(6)2010 for pain control of chronic back pain and was transferred to a skilled nursing facility for physical therapy on (B)(6)2010. On (B)(6)2010, a CT scan showed a pulmonary embolism due to a blood clot. Reportedly, the event prolonged the patient's hospitalization. The patient is stable and continues on coumadin therapy. No additional information was reported.

Manufacturer narrative:
Additional implanted dates: (B)(6)2010 and (B)(6)2010. Device not returned; followed up with company representative.